Event description:
The target lesion was the mid left anterior descending (lad). The vessel was de-novo, eccentric and calcified. Aha/acc classification of the vessel was type c. The lesion length was 30mm and vessel diameter was 2.5mm. The procedure was an elective case. Pre-dilatation was not conducted. A 2.5x28mm cypher stent was implanted at 16atm for 30 seconds. A 2.5x23mm cypher stent was then implanted at 16atm for 30 seconds proximal to the 1st cypher overlapping it. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was measured (300). Three days after the procedure, the pt complained of chest pain in the hosp. Coronary angiography was conducted and thrombus was observed in the cypher stents. To treat the thrombus, aspiration and balloon angioplasty was conducted with a hiryu 2.75x15mm balloon. A week later, the pt's condition was stable but she is still hospitalized due to enteritis. Physician indicated that the possible cause of the thrombotic event was because the stent was under-dilated due to the heavily calcified lesion.

Manufacturer narrative:
This device is distributed outside the us; however, it is similar to the us product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-00192. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within 30 days upon receipt